Event description:
It was reported that patient stated pump had broken side tab where infusion sets connected and that usb port had broken off, exposing pump to dust and moisture. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding outcome of event.